Event description:
It was reported that during a pump refill, the hcp had filled the pump pocket with 20 mls of baclofen 500 mcg/ml as he thought the needle was in the center port. The patient's daily dose is 140 mcg/day; no patient symptoms were reported. The hcp later refilled the center reservoir of the pump with 20 ccs of lioresal 500 ug/ml concentration. The hcp reported that the patient had no ill effects from the pocket fill and is doing well. The hcp planned to monitor the patient.